Event description:
During preparation of the device for cardioplumonary bypass, the single-use impeller pump component was difficult to mount to the drive motor. The procedure was completed successfully. There were no adverse consequences to the patient as a result of this event.